Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally, there are cases where the root cause of the regurgitation cannot be determined. In this case, the cause of the worsening pvl is unknown. However, the event may be related to the mechanisms described above. The cause of the central regurgitation is also unknown, however may be due to the post dilatation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years and four months post deployment of a 26mm sapien valve, the patient is reported to be symptomatic with shortness of breath and mild-moderate paravalvular leak (pvl) as confirmed from the last echo. The physician performed a bav on the sapien valve which slightly improved the pvl but created severe cai. A sapien 3 valve was then successfully deployed within the sapien valve 28 days later, which reduced the patient's pvl to mild and eliminated the cai. The patient left the room in stable condition.